Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted with no complications. However, a few weeks post-implant, the patient suffered a cardiac tamponade that was suspected to be caused by a perforation. The patient was hospitalized for greater than two months, and the transvenous system was explanted. In december, a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. The physician did not believe the perforation was caused during the initial implant procedure for this lead, but a chronic perforation related to the implanted rv lead could not be ruled out. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.